Event description:
This unsolicited case from (B)(6) was received on 07- sep-2017 from the surgeon. This case concerns a (B)(6) year old male patient who received treatment with synvisc injection and after 1 day the patient experienced infection, arthritis/intraarticular inflammation symptom of the knee and right knee joint fluid retention (severe). Medical history included: bilateral gonarthrosis, right periarthritis scapulohumeralis. Past medication included synvisc (first course of three injections was received on (B)(6) 2016 and the second course was received on (B)(6) 2017) and no problems were noted. Concomitant medications included celecoxib (celecox), amlodipine for hypertension, pravastatin sodium (pravastatin) for dyslipidemia, fenofibrate (lipidil), loxoprofen sodium (loxonin) and rebamipide. Concurrent conditions included periarthritis scapulohumeralis and schizophrenia. On (B)(6) 2017 at 14:05, the patient received first dose of third course of intra-articular synvisc injection at the dose of 2 ml (frequency, lot number and expiration date: not reported) for gonarthrosis. On the following day ((B)(6) -2017), right knee joint fluid retention (severe) developed and the patient experienced swelling, pain and hot feeling and visited the reporting clinic. Patient was diagnosed with arthritis. Patient had fluid retention with yellow colored fluid and infection was also noted. Treatment for this event included antibiotic therapy, instruction to rest, nsaid therapy, and steroid therapy and he started to take loxoprofen sodium (loxonin) 60 mg at 1 tablet tid. On (B)(6) 2017, at 13:30, right knee arthrocentesis was performed. Yellow turbid colored joint fluid (35 ml) was aspirated and intra-articular injection of steroid was performed. On (B)(6) 2017, the right knee joint fluid retention improved and resolved. On (B)(6) 2017, at 13:15 patient received the second dose of the third course of synvisc at the dose of 2 ml. No particular symptoms developed this time. On (B)(6) 2017 severe intraarticular inflammation symptom of the knee was noted prior to the injection and on the same day, at 13:15, the patient received the third dose of the third course of synvisc at the dose of 2 ml. On (B)(6) 2017, right knee joint fluid retention (severe) developed and patient had symptoms of arthritis again and infection was also noted. Treatment for this event included instruction to rest and nsaid therapy. At 14:00, arthrocentesis was performed, and yellow turbid colored fluid (40 ml) was aspirated. Intra-articular injection of steroid was performed and treatment with etodolac at 400 mg/day was started. Reportedly, three courses of synvisc therapy were completed. On (B)(6) 2017, at 13:45, no joint fluid was noted, while he had swelling and no pain. On (B)(6) 2017, the right knee joint fluid retention resolved. Corrective treatment: unspecified antibiotic for infection; antibiotic therapy, instruction to rest, loxonin, right knee arthrocentesis, yellow turbid colored joint fluid (35 ml) was aspirate, intra-articular injection of steroid was performed for arthritis/intra-articular inflammation symptom of the knee; instruction to rest, etodolac, arthrocentesis- yellow turbid colored fluid (40 ml) aspirated,ntra-articular injection of steroid for right knee joint fluid retention (severe). Outcome: unknown for infection and arthritis/intra-articular inflammation symptom of the knee; recovered for right knee joint fluid retention (severe) a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Diagnosis: arthritis reporting surgeon's seriousness assessment: serious (medically significant) reporting surgeon's causality assessment: highly probable diagnosis: right knee joint fluid retention (onset date, (B)(6) 2017). Reporting surgeon's seriousness assessment: serious (medically significant) reporting surgeon's causality assessment: highly probable diagnosis: right knee joint fluid retention (onset date, (B)(6) 2017). Reporting surgeon's seriousness assessment: serious (medically significant) reporting surgeon's causality assessment: highly probable reporting surgeon's comment: other than synvisc, no possible causative factor for "right knee joint fluid retention (onset date, (B)(6) 2017)" or "right knee joint fluid retention (onset date, (B)(6) 2017)" was identified. Seriousness criterion: important medical event for infection; medically significant and required intervention for rest of the events additional information was received on 13-sep-2017. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 06-oct-2017 from the surgeon. Event of arthritis was updated to arthritis/intra-articular inflammation symptom of the knee. Event of right knee joint fluid retention (severe) was added. Corrective treatment was updated. Concomitant medication was added. Medical history was added. Previous medications were updated. Seriousness criteria of required intervention was added. Clinical course was updated and text amended accordingly. Upon internal review on 30-oct-2017 the event of arthritis/intra-articular inflammation symptom of the knee was deleted. Symptoms of swelling/ swelling at the time of awakening, pain/ right knee pain and hot feeling were captured as diagnosis (previously captured as symptoms of arthritis). Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 06-oct-2017: the follow up information did not change the previous case assessment. This case concerns a patient who received treatment with synvisc and later developed joint infection. The causal role of suspect product in occurrence of the event cannot be denied on the basis of significant temporal relationship. However, due to lack of information regarding aseptic techniques being followed at time of administration of injection, complete medical assessment of the case is difficult.

Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2017 from the surgeon. This case concerns a (B)(6) male patient who received treatment with synvisc injection and after 1 day the patient experienced infection, arthritis/intraarticular inflammation symptom of the knee and right knee joint fluid retention (severe) medical history included: bilateral gonarthrosis, right periarthritis scapulohumeralis. Past medication included synvisc (first course of three injections was received on (B)(6) 2016, (B)(6) 2016 and (B)(6) 2016 and the second course was received on (B)(6) 2017, (B)(6) 2017 and (B)(6) 2017) and no problems were noted. Concomitant medications included celecoxib (celecox), amlodipine for hypertension, pravastatin sodium (pravastatin) for dyslipidemia, fenofibrate (lipidil), loxoprofen sodium (loxonin) and rebamipide. Concurrent conditions included periarthritis scapulohumeralis and schizophrenia. On (B)(6) 2017 at 14:05, the patient received first dose of third course of intra-articular synvisc injection at the dose of 2 ml (frequency, lot number and expiration date: not reported) for gonarthrosis. On the following day ((B)(6) 2017), right knee joint fluid retention (severe) developed and the patient experienced swelling, pain and hot feeling and visited the reporting clinic. Patient was diagnosed with arthritis. Patient had fluid retention with yellow colored fluid and infection was also noted. Treatment for this event included antibiotic therapy, instruction to rest, nsaid therapy, and steroid therapy and he started to take loxoprofen sodium (loxonin) 60 mg at 1 tablet tid. On (B)(6) 2017, at 13:30, right knee arthrocentesis was performed. Yellow turbid colored joint fluid (35 ml) was aspirated and intra-articular injection of steroid was performed. On (B)(6) 2017, the right knee joint fluid retention improved and resolved. On 18-aug-2017, at 13:15 patient received the second dose of the third course of synvisc at the dose of 2 ml. No particular symptoms developed this time. On (B)(6) 2017 severe intraarticular inflammation symptom of the knee was noted prior to the injection and on the same day, at 13:15, the patient received the third dose of the third course of synvisc at the dose of 2 ml. On (B)(6) 2017, right knee joint fluid retention (severe) developed and patient had symptoms of arthritis again and infection was also noted. Treatment for this event included instruction to rest and nsaid therapy. At 14:00, arthrocentesis was performed, and yellow turbid colored fluid (40 ml) was aspirated. Intra-articular injection of steroid was performed and treatment with etodolac at 400 mg/day was started. Reportedly, three courses of synvisc therapy were completed. On (B)(6) 2017, at 13:45, no joint fluid was noted, while he had swelling and no pain. On (B)(6) 2017, the right knee joint fluid retention resolved. Corrective treatment: unspecified antibiotic for infection; antibiotic therapy, instruction to rest, loxonin, right knee arthrocentesis, yellow turbid colored joint fluid (35 ml) was aspirate, intra-articular injection of steroid was performed for arthritis/intra-articular inflammation symptom of the knee; instruction to rest, etodolac, arthrocentesis- yellow turbid colored fluid (40 ml) aspirated, ntra-articular injection of steroid for right knee joint fluid retention (severe) outcome: unknown for infection and arthritis/intra-articular inflammation symptom of the knee; recovered for right knee joint fluid retention (severe) a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Diagnosis: arthritis. Reporting surgeon's seriousness assessment: serious (medically significant). Reporting surgeon's causality assessment: highly probable. Diagnosis: right knee joint fluid retention (onset date, (B)(6) 2017). Reporting surgeon's seriousness assessment: serious (medically significant). Reporting surgeon's causality assessment: highly probable. Diagnosis: right knee joint fluid retention (onset date, (B)(6) 2017). Reporting surgeon's seriousness assessment: serious (medically significant). Reporting surgeon's causality assessment: highly probable. Reporting surgeon's comment: other than synvisc, no possible causative factor for "right knee joint fluid retention (onset date, (B)(6) 2017)" or "right knee joint fluid retention (onset date, (B)(6) 2017)" was identified. Seriousness criterion: important medical event for infection; medically significant and required intervention for rest of the events additional information was received on 13-sep-2017. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 06-oct-2017 from the surgeon. Event of arthritis was updated to arthritis/intra-articular inflammation symptom of the knee. Event of right knee joint fluid retention (severe) was added. Corrective treatment was updated. Concomitant medication was added. Medical history was added. Previous medications were updated. Seriousness criteria of required intervention was added. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 06-oct-2017: the follow up information did not change the previous case assessment. This case concerns a patient who received treatment with synvisc and later developed joint infection. The causal role of suspect product in occurrence of the event cannot be denied on the basis of significant temporal relationship. However, due to lack of information regarding aseptic techniques being followed at time of administration of injection, complete medical assessment of the case is difficult.

Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2017 from the surgeon. This case concerns a (B)(6) male patient who received treatment with synvisc injection and after 1 day the patient experienced infection and arthritis. No relevant medical history was reported. Past medication included synvisc (first dose of the first course was received on (B)(6) 2017, followed by (B)(6) 2017 and last one on (B)(6) 2017) and no problems were noted. Concomitant medications included celecoxib (celecox), amlodipine for hypertension, pravastatin sodium (pravastatin) for dyslipidemia, fenofibrate (lipidil) and loxoprofen sodium (loxonin). Concurrent conditions included periarthritis scapulohumeralis and schizophrenia. On (B)(6) 2017, the patient received first dose of second course of intra-articular synvisc injection at the dose of 2 ml (frequency, lot number and expiration date: not reported) for gonarthrosis. On the following day ((B)(6) 2017), the patient experienced swelling, pain and hot feeling and visited the reporting clinic. Patient was diagnosed with arthritis. Patient had fluid retention with yellow colored fluid and infection was also noted. He received antibiotic medication. On (B)(6) 2017, patient received the second dose of the second course of synvisc at the dose of 2 ml. No particular symptoms developed this time. Therefore, on (B)(6) 2017, the patient received the third dose of the second course of synvisc at the dose of 2 ml. On (B)(6) 2017), patient had symptoms of arthritis again and infection was also noted. Patient received treatment with antibiotic medication likewise. Reportedly, two courses of synvic therapy were completed. Corrective treatment: unspecified antibiotic for infection; not reported for arthritis. Outcome: unknown for both the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Diagnosis: arthritis. Reporting surgeon's seriousness assessment: serious (medically significant). Reporting surgeon's causality assessment: highly probable. Seriousness criterion: important medical event for infection; medically significant for arthritis. Additional information was received on 13-sep-2017. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 13-sep-2017: the follow up information did not change the previous case assessment. This case concerns a patient who received treatment with synvisc and later developed joint infection. The causal role of suspect product in occurrence of the event cannot be denied on the basis of significant temporal relationship. However, due to lack of information regarding aseptic techniques being followed at time of administration of injection, complete medical assessment of the case is difficult.

Event description:
This unsolicited case from (B)(6) was received on 07-sep-2017 from the surgeon. This case concerns a (B)(6) male patient who received treatment with synvisc injection and after 1 day the patient experienced infection and arthritis. No relevant medical history was reported. Past medication included synvisc (first dose of the first course was received on (B)(6) 2017, followed by (B)(6) 2017 and last one on (B)(6) 2017) and no problems were noted. Concomitant medications included celecoxib (celecox), amlodipine for hypertension, pravastatin sodium (pravastatin) for dyslipidemia, fenofibrate (lipidil) and loxoprofen sodium (loxonin). Concurrent conditions included periarthritis scapulohumeralis and schizophrenia. On (B)(6) 2017, the patient received first dose of second course of intra-articular synvisc injection at the dose of 2 ml (frequency, lot number and expiration date: not reported) for gonarthrosis. On the following day ((B)(6) 2017), the patient experienced swelling, pain and hot feeling and visited the reporting clinic. Patient was diagnosed with arthritis. Patient had fluid retention with yellow colored fluid and infection was also noted. He received antibiotic medication. On (B)(6) 2017, patient received the second dose of the second course of synvisc at the dose of 2 ml. No particular symptoms developed this time. Therefore, on (B)(6) 2017, the patient received the third dose of the second course of synvisc at the dose of 2 ml. On (B)(6) 2017), patient had symptoms of arthritis again and infection was also noted. Patient received treatment with antibiotic medication likewise. Reportedly, two courses of synvic therapy were completed. Corrective treatment: unspecified antibiotic for infection; not reported for arthritis. Outcome: unknown for both the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Diagnosis: arthritis. Reporting surgeon's seriousness assessment: serious (medically significant). Reporting surgeon's causality assessment: highly probable. Seriousness criterion: important medical event for infection; medically significant for arthritis. Pharmacovigilance comment: sanofi company comment dated 11-sep-2017: this case concerns a patient who received treatment with synvisc and later developed joint infection. The causal role of suspect product in occurrence of the event cannot be denied on the basis of significant temporal relationship. However, due to lack of information regarding aseptic techniques being followed at time of administration of injection, complete medical assessment of the case is difficult.